Event description:
It was originally reported that the patient could not adjust her stimulation with the patient programmer. Subsequently, she noted that she experienced intermittent stimulation if she sat a certain way. She described it as more of an annoyance than a problem and was going to discuss this with her physician on her next visit.

Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."